Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump emitted call service alarm 127-00e9 after the battery was replaced. The reporter rebooted the pump during troubleshooting, however, the pump then emitted call service alarm 127-00f1 and the reporter was unable to clear it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.